Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the screen was too dark, and there was not any video or picture on the display when the device turned on. It was reported that there was no patient involvement at the time the issue was discovered. Per the remote service engineer (rse), the customer could barely make out the image when going into service mode and requested onsite service for a field service engineer (fse) to repair the device. The fse determined the backlight inverter would be the fix. The fse replaced the backlight inverter and confirmed that issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.